Event description:
It was reported to philips that the ECG port connector is worn.

Event description:
It was reported to philips that the ECG port connector is worn.

Manufacturer narrative:
It was reported to philips that the ECG port connector is worn. The manufacturer is unable to repair the faulty defibrillator. The mrx / m3536a end-of- support date for the device is 3rd february 2022 for the USA. The customer was aware of the end-of-life terms and the device remains at the customer site. The manufacturer is unable to repair the faulty defibrillator. The mrx / m3536a end-of- support date for the device is 3rd february 2022 for the USA. The customer was aware of the end-of-life terms and the device remains at the customer site.